Event description:
It was reported that during testing by the customer, a broken pin was found inside the attachment. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
No new information.